Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/3.0/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. It was reported that the lens rotated and the patient had diminished vision/blurred vision. On (B)(6) 2023 the lens was removed and on the same day a replacement lens of longer length was implanted. The replacement lens resolved the problem.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).